Event description:
The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion driver caddy power cord "falls out" of the caddy. The customer also reported that the hospital staff used tape and/or zip ties to secure the power cord into the caddy. This alleged failure mode poses a low risk to a patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, the companion 2 driver has a redundant, alternative power source of external batteries and an internal, emergency battery.

Manufacturer narrative:
Syncardia initiated a CAPA (corrective/preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.